Event description:
Device 1 of 3: reference MFR report: 1627487-2012-09429, 09430. The pt is implanted with two paddle leads (from different lots). It was reported the pt turned off her stimulation and two nights later woke up with an intense burning sensation and patchy redness on the left side where the ipg is located. The pt added she experienced the warmth and redness migrates down her left leg to her foot, then down her arm and the chest. The pt also reported she feels a tugging sensation in the middle of her back when she moves her head in certain directions and pain between her shoulder blades. During follow-up with her physician, the pt was presented with marked temperature changes from right to left sides. The pt's scs system was turned on, the pt felt stimulation and reported a sharp pain with both leads. The pt was referred to see a neurologist. The pt is working with her physicians to determine the resolution to her symptoms.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.